Event description:
While removing ortho buttons, a dark purple mp3 polisher cut the patient's lip and cheek. The patient was sent to an oral surgeon for stitches. The doctor was using the polisher with an air driven slow speed (controlled by foot pedal), faster than 7k speed.